Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 012447612-2023-00048.

Event description:
It was reported three polaris 5.5 plug drivers broke intra-operatively during use. Further information has not been provided. This is report one of three for this event.

Event description:
It was reported three polaris 5.5 plug drivers broke intra-operatively during use. Further information has not been provided. This is report one of three for this event.

Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation. Product was not returned, however a photo was provided showing the driver tips. 2 tips are seen to have fractured and one is seen to have twisted. Potential cause root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review. DHR review unable to be performed as lot numbers are not known. Device use. This device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.